Event description:
It was reported that during a pulse field ablation (pfa) procedure the farawave catheter was selected for use, tried to flush through guidewire cannula which was patent. Tried to hard flush drip line that would not drip with pressure bag wide open. Also, unable to hard flush the drip line lumen. The catheter was replaced, and the procedure was completed successfully without patient complications. The device was received for analysis and investigation is still in progress.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection found abnormalities. A guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. Subsequently, flushing of the device through the irrigation line was tested. Flushing was not functional in basket and flower shape. The catheter was dissected to inspect the flush lumen to determine any potential cause for the flushing issue. Dissection revealed some kinking of the flush lumen, which likely caused the flushing issue.

Event description:
It was reported that during a pulse field ablation (pfa) procedure the farawave catheter was selected for use, tried to flush through guidewire cannula which was patent. Tried to hard flush drip line that would not drip with pressure bag wide open. Also, unable to hard flush the drip line lumen. The catheter was replaced, and the procedure was completed successfully without patient complications. The device was received for analysis.